Event description:
It was reported by service report that there was intermittent power to the bed. The power prongs were loose on the power cord and the auxiliary power cord had a broken ground prong. No pt involvement or adverse consequences were reported.